Manufacturer narrative:
The customer contacted siemens to report that a discordant, falsely high troponin test result was obtained from an atellica im 1300 instrument. A siemens customer service engineer (cse) reviewed the instrument log file and found no error messages or mechanical failures at the time the sample was run. No other samples were affected, and quality control material was within acceptable limits. Siemens reviewed the sample reaction data (flash profile) and found a spike at the beginning of the read interval. The spike in the data potentially indicates a sample handling or sample quality issue. The cause of the discordant, falsely high troponin test result is unknown. The instrument is performing within specifications.no further evaluation of this device is needed.

Event description:
A discordant, falsely high troponin test result was obtained from an atellica im 1300 instrument. The initial result was reported to the physician(s). A second sample was drawn from the patient and tested, giving a lower result. The repeat from the second sample was reported as the corrected result. The initial sample was repeated and a lower result that matched the second sample was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high troponin test result.